Event description:
It was reported to tyco healthcare/kendall in june 2005 that a customer experienced a problem with the safety monlettor. The customer reports that the safety lancets are firing several times instead of once and locking. As a result the nurse received a contaminated needle stick.